Event description:
Patient report right side device rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: a striated edge broken on anterior assessed as surgical damage consistent with the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis identified red particle material on the shell and an opening .

Event description:
Patient report right side device rupture. Device has been explanted.

Event description:
Patient report right side device rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient report right side device rupture. Device has been explanted.